Event description:
It was reported that a patient¿s left ventricular (lv) lead had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert and the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: model: 5076-45, implantable pacing lead, implant: (B)(6) 2013; model: 6935m55, implantable tachy lead, implant: (B)(6) 2013. (B)(4).